Manufacturer narrative:
Part number and UDI correction.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the device history records was not possible due to no lot number being identified. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this event, please see associated reports: MDR 9610905-2018-00044 and MDR 9610905-2018-00046.

Event description:
It was reported a screw was implanted into the patient's cartilage instead of the bone causing a portion of the plate to be mobile from lack of fixation. All product was removed and replaced due to placement.